Event description:
The pt reported he is having to recharge his ipg daily. The sjm representative met with the pt and indicated the ipg had reached the end of life. Surgical intervention will be taken at a later date to address this issue.

Manufacturer narrative:
Correction/removal reporting #: 1627487-07262012-002-r. This ipg serial number was included in a field advisories. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.